Manufacturer narrative:
Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 08-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the same catheter had been in the patient's body for 21 years and that the caller believed it was leaking in multiple places. It was noted that the patient was experiencing back pain.

Manufacturer narrative:
Concomitant medical product: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2017 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they believed their catheter was the problem since they had not received therapy relief since the most recent pump was implanted. The patient reported he was having symptoms and "can't stand it any longer." The patient reported they have turned down his pump until he can get another one put in. The patient reported they will be having another "test" on monday ((B)(6), 2021) with their managing hcp regarding this issue.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturer representative (rep). The patient reported that after a back surgery a few years earlier they had increased pain. The patient had two more back surgeries and the pain just got worse. The patient stated their pump nurse did a dye study (date unspecified) and could not aspirate so they scheduled him for an entire system replacement. It was noted that multiple back surgeries may have cut the catheter in one of the surgeries. A new pump and catheter were placed on (B)(6) 2021. The old pump will be explanted in a few months once healed from surgery. The old pump has been shut down permanently. When the doctor placed the new catheter in the spine they could not see another catheter, so it may have been removed during a spinal surgery and never disclosed by the spinal surgeon. It was noted the device had been delivering 15 mg/ml of morphine at 1 mg/day.